Event description:
During a laparoscopic cholecystectomy the rubber gasket from a 511s dislodged and fell into the pt. The gasket was retrieved. The procedure was completed with the 511s trocar. There ws no consequence to the pt.